Event description:
Received information that pump has stopped all insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a supplemental report will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) old.